Event description:
During a check-out procedure at the manufacturer's service center, a ventilator's internal battery not charging alarm occurred. The device was not in patient use. The evaluation has yet to be completed. At this time, we are unable to confirm the component required to correct the issue. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator was during a check-out procedure at the manufacturer's service center, a ventilator's internal battery not charging alarm occurred. The device was not in patient use. The device's power management board was replaced to address the issue. In addition of the above evaluation, the technician performed repair test, alarm check, battery check, run in tests, cleaning then confirmed the unit operated properly and software version was checked, which was not related to the malfunction/issue.